Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog #55840006545, 510k# k113174 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre- operatively diagnosed with lumbar spinal canal stenosis and underwent posterior lumbar interbody fusion at l4-5. Post-op, the pedicle screw was out of bound towards medial side. Reportedly, the patient suffered with palsy in thigh as the result of the event. The patient underwent a revision surgery in which screw was replaced.